Manufacturer narrative:
The angiosculpt device, 0.018" guide wire and 0.014" extension guide wire were returned for eval. Visual eval of the device confirmed a slightly damaged distal tip and a delaminated inner lumen at the distal end of the device. Multiple kinks were observed at the proximal end of the device. Multiple kinks were observed at the proximal end of the 0.018" guide wire and the distal end of the 0.014" extension guide wire. During functional testing, the guide wire and the extension guide wire were able to connect with slight force. The connected guide wires were then inserted through the distal tip and through the hub with no resistance. It is possible that the delaminated inner lumen or kinks on the guide wires prevented the catheter from advancing. As a conservative measure, an MDR is being submitted because it cannot be determined with 100% certainty if the angiosculpt device caused or contributed to the separation of the guide wire from the extension guide wire. No clinical injury was reported by the physician.

Event description:
The superficial femoral artery (sfa) in-stent restenosis (isr) lesion was treated with a 5 mm balloon (manufactured by boston scientific) and then the angiosculpt device was attempted to be inserted into the body over the 0.018" guide wire extended with a 0.014" extension guide wire (both manufactured by asahi intecc) but could not advance, thus could not be inserted into the body. Upon removal from the pt, it was noticed that the guide wire separate from the extension guide wire so the procedure was aborted.